Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery test and insert battery. Customer¿s blood glucose was unknown at time of incident. Customer performed troubleshoot for failed battery alarm and alarm recurred. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The device was received with normal operating currents, no failed battery test alarms, no unexpected replace battery now alarms and no low battery alarms during testing.